Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and t wave oversensing which led to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and explained the lead measurements were stable and recommended further testing. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6: patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and t wave oversensing which led to inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and explained the lead measurements were stable and recommended further testing. The device remains in service. No additional adverse patient effects were reported.